Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent the concurrent procedures of a diagnostic laparoscopy with bilateral salpingo-oophorectomy and anterior/posterior colporrhaphy during mesh implantation. It was reported that the patient underwent revision of anterior mesh by vaginal approach on (B)(6) 2010 which helped the patient with right quadrant pain but not lower left quadrant pain and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat cystocele, rectocele, and vaginal vault prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, fistulae, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient was experiencing severe pain, pulling tearing sensation and underwent excision of mesh on (B)(6) 2012. No additional information was provided.(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.